Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The pod was found to have terminated in a hazard alarm, a safety feature not considered a malfunction. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450, 145185caw rev e 03/16; checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 or above 13.9, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 3.9 or above 13.9, follow the treatment advice of your healthcare provider.

Event description:
The patient reported her blood glucose reached 21 mmol/l (378 mg/dl) after wearing the pod on the arm. The patient was able to activate a new pod and her bg levels lower to 7 mmol/l (126 mg/dl).